Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned portion of the lead had been severed, the proximal 58 mm segment was returned. Medical adhesive was noted on the lead 24 - 45 mm from the terminal pin. The returned portion of the lead was found electrically continuous.

Event description:
Boston scientific crm received information that out of range (oor) impedance measurement was detected by the pacemaker. No specific out of range measurements were noted however in order to trigger the warning, there must be a oor low or high impedance measurement. The lead remains implanted and will continue to be monitored. To date, no adverse patient effects were reported. A portion of the lead was returned (B)(6) later. The patient had expired (B)(6) months ago and there was no evidence or allegation linking the isolated oor impedance measurement to the patient's death.